Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the therapy pcb assembly and the biphasic pcb assembly to resolve this issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device energy output was lower than expected. In this state, inadequate or wrong defibrillation therapy would be delivered to the patient. There was no patient use associated with the reported event.